Manufacturer narrative:
Correction to h6 (result code). The reported event could be confirmed, based on available CT scans and medical expert¿s assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of available CT scans medical expert opined that: the loosening can be confirmed with the provided CT scan. There is radiolucence and some small cysts visible e adjacent to the tibial component. The talar component does not show signs of loosening or migration. The underlying cause for the loosening is not clear. A patient related factor with poor bone substance is likely, though. Failure of total ankle replacement tar over time is a known complication. In case od a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible cause of failure, in cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on the available information the failure most likely caused due patient related factor however more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint. If the device is returned or if any additional information is provided. The investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening of the tibia. The surgeon plans to revise all the components.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening of the tibia. The surgeon plans to revise all the components.